Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The technician noted, "the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin)."

Event description:
It was reported that during an implant, the leads were not implanted because they self deployed and the helix would not retract. The leads were removed and replaced. No patient complications have been reported as a result of this event.